Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 095-10, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3093-28, lot# v593244, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that on (B)(6) 2012, the patient went into hospital for swelling in the leg. The patient had pain in her left side and ended up in ICU for sepsis. If additional information is received, a follow up report will be sent.